Event description:
It was reported that one week ago, the patient stopped having access to sound suddenly. Re-implantation surgery is being considered but has not been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.